Event description:
Electrophysiology staff connected a lifepak 9p defibrillator/monitor/pacemaker through the electrodes to a pt, condition not reported, for a catheterization procedure. The allegation is not clear but reportedly there was "nothing on the device crt display". The electrodes were removed and another set of electrodes were attached to the pt in an unsuccessful attempt at correction. These electrodes were removed and replaced with a third set and proper display was then observed.